Event description:
The physician attempted to use the outback on a patient in the distal superficial femoral artery (sfa), proximal popliteal area of one of his patients. He was successfully able to advance the outback to the reconstitution point and got a wire back into the true lumen, but couldn't remove the outback from the patient without taking the wire along with it. He was using a pt2 moderate support wire made by boston scientific. The physician used rotoglide to try to lubricate the inside of the outback but it was unsuccessful. He ultimately had to remove both the outback and the wire from the patient and abort the procedure. The patient suffered no injury in the process. The product will be returned for analysis. There was no damage noted with the packaging or the device prior to use. The lesion was described as 60cm in length, eccentric, de novo, with calcification. The reference vessel was non-tortuous. All specified ports were flushed. The ports were not flushed followed by a 30 second pause and then flushed again. Heparinized saline was used for preparation and flushing of all ports. Cannula actuation action was verified outside of the patient. The catheter was held in a straight orientation, with "no slack" during preparation. The catheter was coiled prior to insertion. The catheter was prepped in a straight configuration. The cannula tip was fully retracted before insertion. The deployment handle slide was locked in the proximal position. During prep, the cannula/needle actuated smoothly. There was no difficulty retracting the cannula back into the catheter. There was no difficulty advancing the outback over the guide wire. An approved guidewire was used for the procedure. The guidewire was frontloaded. The guidewire was advanced past the lesion before resistance was met. The guidewire was loaded successfully. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15424878 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15424878. There was no difficulty advancing the outback to the lesion. The "l" marker leg (on the catheter "lt" directional band) was towards the target re-entry site was verified using an initial fluoroscopic view. The cannula/needle actuated smoothly once at the lesion. The physician was able to re-enter the vessel with the guidewire. There was resistance/difficulty removing the outback from the patient. Abnormal force was used. The cannula was retracted prior to catheter withdrawal.

Manufacturer narrative:
The product was returned for evaluation and the analysis was completed; therefore, was updated. The physician attempted to use the outback on a patient in the distal superficial femoral artery (sfa), proximal popliteal area. He was successfully able to advance the outback to the reconstitution point and advanced a wire back into the true lumen, but was then unable to remove the outback from the patient without taking the wire along with it. He was using a pt2 moderate support wire made by boston scientific (per the IFU this wire is not an approved/compatible wire). The physician used rotoglide in an attempt to try to lubricate the inside of the outback guidewire lumen, but it was unsuccessful and he ultimately had to remove both the outback and the wire from the patient and abort the procedure. The patient suffered no injury in the process. There was no damage noted with the packaging or the device prior to use. The lesion was described as 60 cm in length, eccentric, de novo, with calcification. The reference vessel was non-tortuous. All specified ports were flushed. The ports were not flushed (as specified in the IFU the ports should have been flushed) followed by a 30 second pause and then flushed again. Heparinized saline was used for preparation and flushing of all ports. Cannula actuation action was verified outside of the patient. The catheter was held in a straight orientation, with "no slack" during preparation. The catheter was coiled prior to insertion (the IFU recommends that the catheter not be coiled). The catheter was prepped in a straight configuration. The cannula tip was fully retracted before insertion. The deployment handle slide was locked in the proximal position. During prep, the cannula/needle actuated smoothly. There was no difficulty retracting the cannula back into the catheter. There was no difficulty advancing the outback over the guide wire. The guidewire was successfully frontloaded and was advanced past the lesion before resistance was met. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. The "l" marker leg (on the catheter "lt" directional band) was towards the target re-entry site and was verified using an initial fluoroscopic view. The cannula/needle actuated smoothly once at the lesion. The physician was able to re-enter the vessel with the guidewire. There was resistance/difficulty removing the outback from the patient. Abnormal force was required. The cannula was retracted prior to catheter withdrawal. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. One non sterile outback was received coiled inside two plastic bags. Two kinks were found at 1.1 cm and 2.5 cm from distal tip. No other damages were noted. Pressurized water was applied to the catheter through the guide wire port, and exit through the cannula port (as expected), then through the hemostatic rotating valve, and exit through the tip (as expected); no anomalies were detected. A 0.014" guide wire was inserted through the tip and exit through the guide wire port (as expected). The guide wire was then inserted through the guide wire port with the cannula retracted, and exit through the tip (as expected). Cannula was successfully deployed. Torquing test was performed and some resistance was felt during the test' however the test was successfully performed and the unit was torqued. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported withdrawal difficulty could not be confirmed since functional test was successfully performed. The exact cause of the kink found could not be conclusively determined. Controls are in place to prevent defective units from leaving the facility. Refer to manufacturing work (B)(4). Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore, no action was taken. Analysis of the returned product did not confirm the reported event. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics, and/or user handling. As the device was not flushed (lubricated) as specified in the IFU and as an unapproved guidewire was used during the procedure, device interaction may also have been a factor. Approved guidewires per the IFU ((B)(4)): guidewire used was a pt2 moderate support wire made by boston scientific.((B)(4)). Lumend test results have shown these wires to be compatible with the (B)(4). Failure to use a recommended guide wire may result in damage to the guide wire, such as, abrasion of the hydrophilic coating, release of polymer fragments, separation of the wire, or inability to withdraw the (B)(4) over the guide wire: .014" atw (cordis, johnson & johnson company), .014" stabilizer plus (cordis, johnson & johnson company), .014" stabilizer xs (cordis, johnson & johnson company), .014" sparta core (guidant corporation), .014" iron man (guidant corporation), .014" whisper (guidant corporation), .014" all star (guidant corporation), .014" platinum plus (boston scientific/scimed), .014" choice extra support (boston scientific/scimed), .014" mailman (boston scientific/scimed), .014" luge (boston scientific/scimed).